Manufacturer narrative:
The devices were not available; therefore, product testing on these actual devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Cystoid macular edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). As patients or device identifiers were not provided in the literature article, one serious injury MDR is filed for this literature article. Reference article title: the efficacy of two trabecular bypass stents compared to one in the management of open-angle glaucoma. Author: cpt anton vlasov, mc USA; ltc won I. Kim, mc USA.

Event description:
The following was reported through a review of an article titled, "the efficacy of two trabecular bypass stents compared to one in the management of open-angle glaucoma". Four patients implanted with one (1) trabecular micro-bypass stent developed cystoid macular edema. Additionally, two patients implanted with one (1) trabecular micro-bypass stent developed increased iop due to a steroid response, which was treated with topical antihypertensive medications. One (1) patient implanted with one (1) trabecular micro-bypass stent suffered a central retinal vein occlusion, which later led to development of anterior chamber angle neovascularization and neovascular glaucoma. Per report there were no ¿serious complications¿ thought to be caused by the micro bypass stents.